Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00527.

Event description:
The patient was undergoing thrombectomy procedure in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity). During the procedure, two velocity catheters broke into two pieces while being advanced through a penumbra system jet7 reperfusion catheter (jet7) on the back table. The damage to the velocity catheters occurred prior to use and, therefore, they were not used in the procedure. The procedure was completed using a new velocity with the same jet7.

Manufacturer narrative:
Results: the returned velocity was fractured at approximately 82.0 cm from the hub. The device had a kink at approximately 54.0 cm and an ovalization at approximately 160.0 cm from the hub. Conclusions: evaluation of the returned first and second velocity confirmed fractured devices. If the device is forcefully mishandled while being advanced through another catheter, damage such as this may occur. Further investigation of the second catheter revealed a kink and an ovalization on the catheter. These damages were likely incidental to reported complaint and may have occurred from packaging the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2019-00527.